Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tlc55 instrument did not fire. The stapler locked out. Another instrument was used to complete the case. There was no consequence to the pt.